Event description:
The device was used during an unk procedure. It malformed clips. There was no consequence to the pt.

Manufacturer narrative:
D5:h4:d6: information unavailable. Based upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips within design when tested. It was concluded that the instrument was conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.